Event description:
Customer reported hospitalization due to stroke. Customer had a vehicular accident, customer was driving. Physician stated that the stroke could have been caused by medicine interactions, narcolepsy or diabetes. Customer was wearing the insulin pump at the time of the accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.